Manufacturer narrative:
The customer¿s biomedical engineer replaced the power switch overlay and the device is now fully functional per its specifications. There will be no device returned.

Event description:
The customer reported pressure sensor failure occurrence. No patient involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.